Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was reported that on follow up CT approximately 2 months post index procedure, a type ia endoleak was observed. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The returned pre-implant films revealed that the neck was conical-shaped and the aorta and iliac arteries were severely tortuous. Films during implant were not provided. CT¿s from 30 days post-implant confirmed the reported proximal type I endoleak. The bifurcate proximal od ranged from 21 ¿ 27 mm along the 2 cm neck length, and multiple endoanchors were seen having been implanted into the proximal bifurcate/neck. In addition, the right limb extension was found appreciably kinked/compressed down to ~4 mm ID as it coursed through the severely tortuous right iliac, but the right limbs remained patent. It is possible that implanting within the conical-shaped neck and angulated anatomy may have contributed to the proximal type I endoleak. The severely tortuous right iliac artery likely caused the observed kink (without occlusion) of the right limb extension. If information is provided in the future, a supplemental report will be issued.